Event description:
Pt had subcutaneous mastectomy and placement of silicone gel implants in 1982. Pt has noted some change in the shape of her implants and has had a lot of fibromyalgias, aches and pains that she associates with the implants. Had a mammogram this spring and it didn't show any rupture. Pt has a lot of fibromyalgia, muscular aches and pains, stiff joints and headaches. On 10/19/94, pt had surgery, bilateral removal silicone gel implants with total capsulectomy post op diagnosis, bilateral placement of silicone gel implants with rupture of envelopes.